Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the patient can only feel stimulation in one of his legs. He is supposed to feel stimulation in both legs. Increasing the amplitude did not fix the problem. The patient is scheduled for a reprogramming visit with an sjm representative. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.